Event description:
Pt reported infusion device beeping and displaying "---". He indicated that the power packs were in use for 4 weeks. Pt stated that he was aware of the power pack recall, but just put off changing the power pack. Records indicate that recall notification was successfully delivered. He changed the power pack and the infusion device worked properly. Pt did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.

Manufacturer narrative:
Codes: product not returned for eval. Issue described to agency in recall.